Event description:
A customer reported to beckman coulter, inc. (Bec) that coulter lh 750 hematology analyzer did not flag for blast cells. The instrument auto verified the same patient specimen with a wbc of 1.0. The customer has setup a decision rule that flags specimens for wbc results of 1.0 and lower. No instrument flag was generated. The patient results were transmitted and erroneous results were reported out. The customer performed a manual differential and a blast cell was seen on the smear. The patient results are shown in the attached file. There was no effect to patient treatment and no death or serious injury associated with this event.

Manufacturer narrative:
Sample collection and storage information were requested but not provided. The instrument is currently within qc specifications with respect to controls (accuracy) and reproducibility (precision). Controls were run before and after the event, and the recovery was within the assay limits. The lh750 instrument sensitivity is set to [2202], which is mid level for blast differential parameter. Raw data was requested but is no longer available. The instrument wbc count for this specimen was 1.04. Because the operator had the instrument setup to print and display results to the tenth decimal place (1.0), the patient was rounded to 1.0 and the reflex rule did not produce flags. Bec field service engineer (fse) changed reporting units to an extra decimal place and set reflex at 1.04. The fse verified repair per established procedures. The results met published performance specifications, and system validation was documented in the customers qc record. The root cause for missed blast flagging is unknown.